Event description:
A malfunction was reported by the caller concerning the pump. There was no adverse impact to the customer¿s blood glucose level, as the levels did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with this process. After resetting the pump, the malfunction code did not recur, allowing the customer to continue using the pump and be instructed to call back if issues persisted.